Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to unspecified reasons. A new 12mm x 16cm spectra penile prosthesis was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.